Event description:
It was reported that an infusor had stopped delivery during patient use. The device was filled with a solution of fluorouracil, atarax, hicort, primperan, and normal saline. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation with approximately 40 ml of fluid in the reservoir. Visual inspection of the sample showed no signs of blockage or abnormality that could have caused the reported problem. During functional testing, flow was immediately observed at the distal luers. The reported issue could not be confirmed. A follow-up report will be submitted if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.